Event description:
A (B)(6) male patient contacted zoll customer support to report battery pack faults. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery fault) is being investigated. As received, the battery pack was unable to charge and would not power up a test monitor. A root cause analysis is currently underway at (B)(4), the battery pack supplier. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective battery. The patient received a replacement battery pack.